Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device has a defective speaker. At alarm volume level 4, the device power-off by itself. Additional clarification obtained indicated that when the volume is set to level 4, the device would unexpectedly shutdown. The device shutdown before monitoring began. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that at alarm level 4 and volume level 4, the speaker sounds tinny and vibrates. The speaker was found to have some metal debris on it. With the customer speaker the device was left on alarming at level 4 for over an hour both in the docking station and on battery power, however it did not turn off. The speaker was replaced and the unit functioned as designed.